Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had undergone a lead revision back in (B)(6) 2016 for a fractured non-boston scientific right ventricular (rv) lead. The lead was surgically abandoned and replaced. During a normal patient follow up in (B)(6) 2017, the pacemaker had displayed an alert indicating that a lead safety switch occurred due to a pacing impedance measurement above 2,000 ohms that was recorded on the day after the lead revision. In addition, there have been nonsustained ventricular tachycardia (nsvt) episodes recorded due to external noise being oversensed. Testing revealed pacing impedance measurements above 2,000 ohms and no capture in bipolar configuration. The configuration was changed to unipolar and the lead measurements were in normal range. The patient has been hospitalized as there is concern of an integrity issue with the non-boston scientific right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for technical assistance. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a ts consultant provided additional troubleshooting to help determine the cause for the above 2,000 ohms measurement and what potential actions the physician could take to manage the patient. The device was programmed to bipolar configuration for sensing and unipolar configuration for pacing. The patient was issued a remote monitoring system with monthly downloads so that the physician can continue to monitor the lead and device. Later, an x-ray was submitted to ts for review. A poor connection between the lead and device was suspected, as the terminal pin of the lead did not appear to extend beyond the connector block. A poor connection could also explain why the lss was triggered one day post-implant. An invasive procedure may be considered to confirm proper connection. The noise observed on the egms appeared to be myopotentials, likely a result of sensing in unipolar after the lss had been triggered. Pacing was inhibited due to the noise, for up to 3-4 seconds in some cases. Ts also reviewed the device data and confirmed the power consumption appeared appropriate given the programmed settings. The observed variability in longevity estimates could be due to the lead connection issue; the battery longevity would likely provide more consistent estimates once the lead to device connection issue was resolved. At this time, no further actions are planned. The device and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.